Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred while the pump was connected to a power source. Customer's blood glucose level was 294 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy and declined further follow up from tandem technical support.